Event description:
Patient reported that in (B)(6) 2012 they had the tubing replaced. The pump was delivering morphine and marcaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l51670, implanted: (B)(6) 1998. Product type: catheter. (B)(4).